Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including x-rays, operative notes, patient medical information, if patient experienced any trauma, if insert and head have been explanted and lot codes of the screws, has already been requested in order to progress with the investigation of this event. The appropriate device details have been requested and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity evo revision of the cup after approximatively 3 months and 2 weeks due to loosening. Note: the explanted part bo76.3242.000.00 is the reference registered in europe. The similar product cleared in the USA is referenced co76.3242.000.00.